Event description:
It was reported that an arteriotomy closure of the common femoral artery was achieved using a perclose proglide after an interventional procedure. Reportedly, one day post procedure the patient complained of right groin pain. The patient was given tylenol before discharge. A CT scan was done at the right groin access site and an 8 cm hematoma was discovered. No treatment was provided for the hematoma. After a CT scan with "stable right groin hematoma", the patient was discharged home. The physician stated "I do not think the perclose contributed to the hematoma". No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. Test and investigation reviewed the incident complaint information. In this case, there was no product deficiency reported and the product was not returned. Indication of a product quality problem could not be determined. A review of the lot history record and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis.